Event description:
Caller alleged low inratio results compared to other meter. In 2009, pt's inratio was 2.3; doctor's meter was 3.2. Pt normal test range is between 2-3. Caller has been using inratio for 5 months. No medication change recently.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.3, lab: 3.2, mean: 2.75, confidence limits: 1.7-3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Device is not expected to be returned for eval. Investigation is closed. No corrective action is required, as no product deficiency was established.